Manufacturer narrative:
As no product was returned, functional testing was not performed. An evaluation was conducted using photos provided by the customer. This evaluation confirmed the reported issue, however a root cause was not established. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump alarmed check plunger sensor error. No adverse patient effects were reported by the customer.